Event description:
On (B)(6) 2014 between 01:00 a.m. # 03:00 a.m., customer was unconscious and was brought to clinic. Around 03:00 a.m., lab blood glucose level was 38.0 mmol/l. Doctor stopped the spirit combo insulin pump and started a perfusor with insulin. On (B)(6) 2014 at 03:30 p.m., diabetes counselor started the pump and detected insulin in the cartridge compartment. The diabetes counselor thinks "he" pump didn#t deliver insulin accurately. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6).